Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide procedure name a. Procedure was laparoscopic inguinal hernioplasty. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. A. No adverse consequences to the patient due to this event how was surgery successfully completed? A. Surgery was completed with the usage of another piece of secure strap. Please provide status of product return. A. Device is available. Pcf deferred due to quarantine restrictions.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernioplasty on (B)(6) 2021 and the absorbable straps were used. It was reported that in a single attempt, multiple straps came out the cannula of the device, which did not anchor the mesh. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/05/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 evaluation: the analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 2 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. No further investigation will be conducted. Result information will be included in complaint trending that is reviewed by the applicable product quality safety surveillance data review board on a regular basis to determine if further action is necessary.